Event description:
It was reported that during replacement of the implantable cardioverter defibrillator (ICD), the left ventricular lead exhibited greater than 4000 ohms impedance in unipolar. The lead was fractured. X-ray revealed that the lead migrated from the coronary sinus to the subclavian vein. The lead was explanted.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 8 cm from the distal tip electrode, due to friction with another device. The insulation abrasion caused both distal cables to be fractured resulting in the high lead impedance.

Event description:
Caller reported blood glucose results of 507 mg/dl, 529 mg/dl, 335 mg/dl, and 245 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.